Event description:
The iab leaked during insertion. The iab was removed and a second was inserted.

Manufacturer narrative:
Underwater leak testing revealed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site with no accompanying marks. This type of penetration is typical of that caused by contact with a sharp object.